Event description:
The customer reported the c-arm goes up but won't come down. No pt injuries were reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.